Event description:
Customer was treating a patient and noticed that the total beam dose that was listed was incorrect.

Manufacturer narrative:
MDR has been filed based on the request of an FDA inspection. On occasions an error in the communication between the desktop software and its database results in field delivery and dmp data getting lost. Our investigations have found this to occur when data is being written to the database. In this situation, the field delivery information that is being written to the database is rolled back to the state before the delivery occurred, losing any record of delivery of that field and the dose accumulated. The likelihood of this break in communication occurring is rare; however, this has been found to be more likely where an acds backup occurs at the same time as treatment history is written to the database. There was no occurrence of mistreatment. Corrective action already in place: important notice a274 "loss of dmp information after treatment delivery" (2005) has been sent to customers to inform them of the potential and what steps should be taken. Important notice a279 "loss of dmp information after treatment delivery" (approx four months later) has been sent to customers to inform them of the potential and what steps should be taken.